Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the infection was noted at the incision site. The device was not able to be located. The patient had picked up the device from the pocket and handed it to the clinic from purse. The physician did not allege that the device or procedure contributed to infection. As per physician, the patient's life style has contributed to infection. The patient was given antibiotics and will be scheduled later for replacement. The patient was stable.